Manufacturer narrative:
Unknown/not provided. (B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a capsule tear occurred during capsulotomy. A 3 piece single focal intraocular lens was implanted. The outcome of the patient is unknown. Attempts to get additional information had been done however, at the time of this report no information has been provided. This is report is for unidentified patient 3 of 3.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.